Event description:
It was reported that the patient was presented to the hospital after receiving a vibratory notifier for high hv and pacing lead impedance. A fluoroscopy revealed externalized conductors. The lead was explanted and replace. The patient was doing well.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
A partial lead with the distal tip measuring 51.2cm was returned for analysis. External insulation abrasion was noted at 7.0-8.4cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 7.8-7.9cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was abraded at this location. Externalized conductors due to internal insulation abrasion were noted at 15.3-18.1cm from the distal tip. The etfe coating was damaged during explant at this location.